Event description:
The manufacturer received information alleging a "ventilator inoperative". There was no patient harm or injury reported with this notification. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator inoperative". There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No further investigation is required at this time. Additionally, the device's blower was replaced to address an event (evt_mcl_foc_shutdown) that was discovered in the event log. The device's muffler assembly, air inlet foam filter and particulate filter will be replaced due to 4-year preventive maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.